Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the theatre. The user reported that the balloon was inserted into the pt's intra peritoneal and burst upon being inflated once inside the pt. As a result, another kit was opened and used; see MDR # 2242445-2014-00007 for the second incident with the same pt. There was a delay reported, however, there was no harm to the pt. There was no complication, death or injury reported to the pt as a result of these occurrences.